Event description:
The customer reported that the part of the metal sheath from the end of the instrument allegedly broke off during use. There were no injuries to the patient as a consequnece.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. The part broke in overload. Nothing further could be learned of the fracture origin due to post fracture abrasion. The base metal was a fe-cr-ni-cu-ti alloy consistent with 455 ph stainless steel. No material or manufacturing defects were observed on the surfaces examined. The investigation determined the device fractured in overload. Nothing further could be learned of the fracture origin due to post fracture abrasion. No material or manufacturing defects were observed on the surfaces examined. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Update: the customer reported that the surgeon was using the device to insert the femoral stem. The surgeon informed the scrub team that a piece of the device had broken away and that he would retrieve it, which he immediately did by picking it up out of the wound with gilles forceps. A second set was opened to complete the surgery. There was about a 5 minute delay while a second set was opened and checked.